Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated, "at times atrial event occurs in blanking causing premature termination of mode switch." The device remains in use. No patient complications have been reported as a result of this event.